Manufacturer narrative:
Correction to section h6 impact codes, code f15 was removed and code f24 was added. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a blood clot was noticed in the faradrive steerable sheath after going transeptal, but before pulse field ablation (pfa). The physician was unable to draw back blood using the faradrive sheath for an activated clotting time (act). The physician suspected a clot or coagulum in the faradrive sheath. After removing the faradrive sheath from the body and flushing it, a small clot fell onto the table. The faradrive sheath was then replaced, and the procedure continued without further issues. The patient received a heparin bolus, and the procedure was completed successfully. The patient remained in stable condition throughout. Additionally, during the procedure, the farapulse system was used for ablation, and a non-boston scientific system was utilized for mapping. A non-boston scientific mapping catheter was advanced through the faradrive sheath. It was believed that the mapping catheter was not advanced into the faradrive sheath until after the sheath was replaced and the blood clot was addressed.

Event description:
It was reported a blood clot was noticed in the faradrive steerable sheath after going transeptal, but before pulse field ablation (pfa). The physician was unable to draw back blood using the faradrive sheath for an activated clotting time (act). The physician suspected a clot or coagulum in the faradrive sheath. After removing the faradrive sheath from the body and flushing it, a small clot fell onto the table. The faradrive sheath was then replaced, and the procedure continued without further issues. The patient received a heparin bolus, and the procedure was completed successfully. The patient remained in stable condition throughout. Additionally, during the procedure, the farapulse system was used for ablation, and a non-boston scientific system was utilized for mapping. A non-boston scientific mapping catheter was advanced through the faradrive sheath. It was believed that the mapping catheter was not advanced into the faradrive sheath until after the sheath was replaced and the blood clot was addressed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed